Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced seven infusion set not adhering events on (B)(6) 2024. The set was in use for 2 days. The events occured during past two months. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 7. E1: patient city: (B)(6), patient country: canada.